Manufacturer narrative:
The revision reported in this event was likely the result of prosthesis wear of the tibial insert over the course of approximately 7 years of implantation. Additional reasons for the reported revision may be femoral loosening and inclusion of the polyethylene in the packaging recall, but product information was not available to confirm. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported approximately 8 years ago on an unknown date a patient underwent a total knee replacement. It is unknown which side the tka was performed. Subsequently, approximately one year ago, the patient underwent a knee revision surgery. The reason for the revision is unknown. It was noted the tibial insert and femoral components were revised. The patient impact is unknown. No medical or surgical interventions were reported. No additional information is available.